Event description:
It was reported that the lead was explanted due to sensing difficulty, no capture, and unacceptable thresholds no patient complications have been reported as a result of this event.